Manufacturer narrative:
Trackwise # (B)(4). The investigation has been started since the complaint was received, the following contents have been conducted: DHR review: the DHR of the reported lot 3000195664 has been reviewed. No non-conformity is observed indicated the reported failure. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tighten and also can tighten the link arm. Trend review: in the last 12 months, 09th mar 2021 to 09th mar 2022, the occurrence rate is approx. (B)(4) for suzhou manufactured om-10000/om-10000z. There is no same failure reported for this lot# 3000195664. Device was discarded by customer which could not be returned for evaluation. Root cause evaluation, as the device was not returned for evaluation, the reported failure "knob difficult/ unable to tighten-arm does not lock" can't be confirmed and the root cause can't be determined. Complaint historical data has been reviewed, the failure "knob difficult/ unable to tighten-arm does not lock" happened before and has been investigated. The most probable root cause for the "knob difficult/ unable to tighten-arm does not lock" would be caused by the acme nut lead in thread broken during rotating the knob, since the broken lead in thread would potential not smoothly engaged or even not engaged with the acme screw lead in thread during tightening, the knob could not be tighten, and link arm could not be tightened. The acme nut lead in thread broken could be that rotating the knob anti-clockwise rapidly for several circles and then rotating the knob clockwise rapidly, or rotating the knob leaner or too much strength used, which caused acme screw misaligned with the acme nut lead in thread, and acme nut lead in thread broken. Device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer. The fixation knob was not tightened tightly, resulting in the inability to fix the flexible arm. After replacing the same product, the operation was successfully completed without causing any harm to the patient. The reported acrobat-I stabilizer is from lot 3000195664.